Manufacturer narrative:
The facility did not request service. No samples were returned for evaluation. There was no sample returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s): no pt injury reported (no consequences or impact to pt). Product problem(s): "a system message displayed after several laser shots were fired" (device displays error message). The surgeon reported the vitrectomy portion of the surgery went well. The surgeon attempted to use the laser and a system message displayed after several laser shots were fired. The laser was shut off and turned on, and same system message displayed. The surgeon completed the laser treatment with another laser system. No pt injury was reported.